Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump had been kept in the customer's damp pockets. The customer stated that the device may have been exposed to moisture from his shorts after he worked out. The customer's blood glucose was 99 mg/dl. The customer was advised to replace the insulin pump, but the call was disconnected prematurely.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.